Event description:
It was reported that the patient presented to clinic for a device check after having electrocuted himself. Upon interrogation of the device, an alert for possible output circuit damage was observed. Device was explanted and replaced without complication. Patient will be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output circuit was found to be damaged. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.